Manufacturer narrative:
The surgeon reported that the incident was due to operator technique rather than the performance of the navigation system. The system behaved as designed and there have been no further issues.

Event description:
A medtronic representative reported that a surgeon informed him of a previous cranial case for omaya reservoir placement using stealth pci to navigate catheter into the right anterior ventricle horn. The surgeon stated that the catheter placement ended up crossing the septum into the left anterior lateral ventricle. The surgeon confirmed that the trajectory was correct and completed the surgery with the use of the stealthstation. The surgeon reported that the pt was doing well, and the placement of the catheter works fine and serves the purpose he intended for treatment.